Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of a damaged set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced deformation/damage/cracking and luer-lok collar breakage. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. So pretty much all of the IV sets crack at one of the connections. It¿s either the luer lock collar that breaks apart or the female end will be cracked. Many times it¿s obvious the plastic has been ¿melted¿ by alcohol prep or something similar. There isn¿t much else to say about the issue from my observations.